Manufacturer narrative:
Service determined the alinity pipettor probe (03r96-01), on the alinity I processing module (ai01226), the likely cause and replaced the part. Part replacement resolved the issue. An instrument service history review revealed no additional erratic or discrepant patient results, as related to the current complaint reported for ai01226. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trends were identified for the product for the issue. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely positive (reactive) alintiy I toxo igg and false positive alinity I total b-hcg results for 2 patients when using the alinity I processing module. The following results were provided: patient 1: toxo igg initial result: 12 iu/ml (>/= 3.0 iu/ml is reactive), repeat on another module: < 1.6 iu/ml (nonreactive). Patient 2: total b-hcg initial result: 100 iu/l (positive), repeat on another module: < 2 iu/l (negative). The customer was suspicious of inter-sample contamination, therefore performed a contamination test on b-hcg assay. A sample rack with one strong positive hcg result sample in front of a known negative sample (male) in 3 replicates and following results were: 10, 3, 4 iu/l. Through troubleshooting, the field service engineer discovered the sample needle bent and was rubbing the inner wash station. After replacing the sample needle and repeating the contamination test on b-hcg assay, it was ok. There was no impact to patient management reported.